Manufacturer narrative:
The reported event could be confirmed since x-ray images were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the x-ray images by healthcare professionals the following was observed: ¿after 1 year the tibial component shows clear radiolucence posterior and some subsidence anteriorly. Therefore, loosening and migration can be confirmed. There is no clear evidence for loosening of the pe or the talar component.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation." No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient had an total ankle replacement about 1 year ago and seems to be experiencing non-integration of his tibial compartment. He has noticed sinking in the posterior part of the tibia, as well as in the anterior part.

Manufacturer narrative:
Device will not be returned as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that patient had an total ankle replacement about 1 year ago and seems to be experiencing non-integration of his tibial compartment. He has noticed sinking in the posterior part of the tibia, as well as in the anterior part.